Event description:
The reporter stated the surgeon inserted a cq2015 collamer three-piece lens but the leading haptic became stuck in the cartridge and tore. The incision was enlarged to remove the lens and sutures were required.